Event description:
While performing a colonoscopy, the snare broke and sprang open touching the wall of the colon. The current was still turned on when the snare touched the colon wall, and thereby caused a peerforation. The pt was taken to surgery tohave the perforation repaired, and is reported to be doing well.